Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic due to a driveline power fault alarm indicated on the display of the system controller. The driveline power fault was confirmed via log file analysis. The driveline power fault was cleared and if the fault reoccurred the modular cable would be exchanged. There were no additional alarms reported following the modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. Data from the reported event date 06jan2026 was reviewed for the submitted controller log files. The controller event log files revealed driveline power faults associated with power_b broken faults. The alarm activated at 4:52:55 and remained active for the remaining duration of the log file. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. The modular cable (lot number: 10184792) was returned and no damage to the modular cable that would have caused the alarms was noted. The modular cable passed electrical testing without issue, indicating no issues with the underlying wires that would cause the alarm. The modular cable was connected to the returned system controller and mock circulatory loop and was able to support the system without issue or alarm, including when the modular cable was manipulated. The reported alarms were not able to be reproduced with the returned modular cable throughout testing. Provided information indicated that there were no additional alarms reported following the modular cable exchange. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.